Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check that the display of cs300 intra aortic balloon pump intermittently was not working. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced saline contaminated lcd screen. All functional and safety test were performed and passed. The failure analysis and testing dept. Received display with a reported unit failure of saline liquid spill. The failure analysis and testing dept. Performed a visual inspection and observed a white substance on the display. This white substance is consistent with saline. Due to the saline on the display, the fat dept. Cannot investigate this complaint any further. Retaining the display in the fat dept. Per procedure. The most probable root cause per the dfmea is fluid ingress.